Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead complained about chest pain. The lead was noted to have increased threshold measurements but sensing and impedance measurements were within normal limits. Four weeks later the patient presented to the emergency department complaining of significant chest pain. The lead exhibited loss of capture (loc) due to high threshold measurements. A lead perforation was suspected but could not be confirmed with CT imaging. The patient was scheduled for surgical intervention. On the day of intervention, the threshold values had improved however the physician elected to intervene. The lead was explanted and not replaced. The device was reprogrammed. No additional adverse patient effects were reported.